Manufacturer narrative:
Concomitant medical products: model: dtba1d1, crt-d; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was completed but the twos still occasionally appears. The lead remains in use. No patient complications have been reported as a result of this event.